Manufacturer narrative:
The reported event of incorrect measurement was confirmed. Based on the provided session records the event was due to an incorrect software requirement for calculation of percentage when the brady diagnostics were cleared weeks prior to the interrogation. The issue was resolved via clearing the brady diagnostics. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited incorrect measurements. No intervention or patient condition was reported.